Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Patient received radiation treatment for unrelated issues for the past seven to ten days. A device software download was performed successfully.